Event description:
A plastic cup included in a custom operating room pack was sitting in a purple kidney shaped basin with another unused cup and syringes. The scrub tech picked up and used the cup to transfer warm irrigation solution from a fluid warmer, to a pitcher used for irrigation of the patient's abdomen during a donor liver transplant case. The cup was noted to have a portion of the rim missing by the scrub person. The missing piece is clear plastic, approximately 2 inches long and was part of the outside rim of the cup (photos available). It would have a crescent-moon appearance with one jagged edge and pointed ends. As soon as the defect was noticed the scrub tech searched the pitcher, field, mayo stand, fluid warmer and surrounding area. The surgical team inspected the wound but did not locate any plastic fragment. An x-ray was taken, and it was not noted in the patient, however the item is non-radiopaque. The missing piece may not have been present in the pack and was damaged during manufacturing. The fluid warmer was inspected and no foreign object was present.